Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician believed that the pocket pain may have been due to the placement of the battery being too close to the skin. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site and had a cough after the implant procedure. The patient was prescribed lidoderm patches and cortisone was administered for pocket pain but it did not work. Strong doses of antibiotics was prescribed for cough. The patient also reported low grade fever, nausea and a bump by battery. The physician suspected pocket site infection and had blood cultures taken that came back negative. The physician then suspected device malfunction thus database analysis was taken and it revealed no anomalies.

Manufacturer narrative:
Sc-1132 sn (B)(4): device evaluation indicated that the device passed all tests performed. The source of the pain at the battery site was not determined. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The complaint of warming sensation when charging was not determined. In the patient profile, the maximum charging and the maximum operational temperatures were 42.229 °c and 41.462 °c, respectively within the limit. The maximum charging temperature in the lab (with optimal distance) read 38.33 °c. The patient profile and the test data revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain at the ipg site and had a cough after the implant procedure. The patient was prescribed lidoderm patches and cortisone was administered for pocket pain but it did not work. Strong doses of antibiotics was prescribed for cough. The patient also reported low grade fever, nausea and a bump by battery. The physician suspected pocket site infection and had blood cultures taken that came back negative. The physician then suspected device malfunction thus database analysis was taken and it revealed no anomalies.

Manufacturer narrative:
Additional information was received that the swab off test result revealed negative for infection.

Event description:
A report was received that the patient was experiencing pain at the ipg site and had a cough after the implant procedure. The patient was prescribed lidoderm patches and cortisone was administered for pocket pain but it did not work. Strong doses of antibiotics was prescribed for cough. The patient also reported low grade fever, nausea and a bump by battery. The physician suspected pocket site infection and had blood cultures taken that came back negative. The physician then suspected device malfunction thus database analysis was taken and it revealed no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site and had a cough after the implant procedure. The patient was prescribed lidoderm patches and cortisone was administered for pocket pain but it did not work. Strong doses of antibiotics was prescribed for cough. The patient also reported low grade fever, nausea and a bump by battery. The physician suspected pocket site infection and had blood cultures taken that came back negative. The physician then suspected device malfunction thus database analysis was taken and it revealed no anomalies.